Event description:
My daughter awakened with pus and swelling of her left eye, actually the eye had been draining all night so it was closed shut, I took her to the doctor to have them immediately examine her to find out she had a serious condition resulting from the bausch & lomb renu moistureloc contact solution. The ophthalmologist ordered a corneal scrape culture and put her on an expensive antibiotic to be taken until the condition cleared up. Exactly one month later the condition occurred again in the opposite eye. No tests were done but the use of the antibiotic was prescribed again for the same treatment time. The infection was cleared up but we incurred major expenses for this incident.